Event description:
Per the clinic, the patient experienced an infection at the abutment site and was subsequently treated with topical antibiotics and topical steroids in 2021 (specific date and duration not reported).